Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The cci wrote to stryker trauma in (B)(6) and reported the following event : " in 1985, the patient underwent a total left hip prosthesis implant. In 2009, the prosthesis was changed and the patient underwent a reconstruction of the acetabulum with bone allograft. In 2013, the patient felt inguinal pains. X rays showed a breaking of the strapping trochanteric, fracture of the screws and a pseudarthroses trochanter. In (B)(6) 2013, they retrieved the osteosynthesis device. In (B)(6) 2014, a surgical reduction of total prosthesis left hip is performed. The evolution is marked by four episodes of dislocation in (B)(6) 2014. On (B)(6) 2014, a new revision surgery was performed to change the cup. The patient sue and asks for financial compensation".